Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported four months post implant that there was a sensing issue with the right atrial (ra) lead. There were small atrial and far-field-r-wave signals. No programming intervention was taken as there was no way to improve atrial sensing. The ra lead remains in use. No patient complications have been reported as a result of this event.